Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), cervix carcinoma stage 0 ('tumor / teratoma / cancer type: carcinoma in situ of cervix') and rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') in an adult female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included asthma, anxiety, loss of teeth and underweight. Current weight (B)(6). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions type"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth fracture ("dental problems: fractured teeth"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type"), alopecia ("hair loss"), back pain ("pain/back pain"), abdominal pain upper ("stomach pain"), rash ("rashes or skin conditions") and dysmenorrhoea ("dysmenorrhea") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight decreased ("weight loss/ weight gain/loss(specify which one) weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cervix carcinoma stage 0, rectal haemorrhage, cystitis, urinary tract infection, dyspareunia, vaginal infection, female sexual dysfunction, skin disorder, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth fracture, vaginal discharge, eye disorder, weight decreased, alopecia, back pain, abdominal pain upper, rash and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, cervix carcinoma stage 0, cystitis, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, headache, migraine, nausea, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2013. 08 coils on left , 03 coils on right. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2019: pfs & mr received: event ¿injury nos¿ was replaced with ¿bladder infection¿, events- ¿ urinary tract infection, vaginal infection, apareunia, pain/ pelvic,rash, skin disorder, bladder disorder, urinary tract disorder, migraines, headaches, nausea, dental problems, dyspareunia, carcinoma in situ of the cervix, vaginal discharge, vision problems, eye problems, weight loss, rectal bleeding, hair loss, back pain, stomach pain and she did not undergo an essure confirmation test¿, reporter information, patients dob, demographics, race, medical history, lot number and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included asthma, anxiety, loss of teeth and underweight. Current weight 135 lbs. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal bleeding"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions type"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), tooth fracture ("dental problems: fractured teeth"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type"), alopecia ("hair loss"), back pain ("pain/back pain"), abdominal pain upper ("stomach pain"), rash ("rashes or skin conditions"), dysmenorrhoea ("dysmenorrhea"), productive cough ("cough, bring up the phlem") and abdominal pain ("belly being sore") and was found to have cervix carcinoma stage 0 ("tumor / teratoma / cancer type: carcinoma in situ of cervix") and weight decreased ("weight loss/ weight gain/loss(specify which one) weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cervix carcinoma stage 0, rectal haemorrhage, cystitis, urinary tract infection, dyspareunia, vaginal infection, female sexual dysfunction, skin disorder, urinary tract disorder, bladder disorder, migraine, nausea, tooth fracture, vaginal discharge, eye disorder, weight decreased, alopecia, back pain, abdominal pain upper, rash, dysmenorrhoea and abdominal pain outcome was unknown and the productive cough had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cervix carcinoma stage 0, cystitis, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, migraine, nausea, pelvic pain, productive cough, rash, rectal haemorrhage, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2013 08 coils on left , 03coils on right current weight 135 lbs. I had a cough for a couple of weeks and due to my belly being sore, it was difficult to cough hard enough to bring up the phlegm. It went away after a week or so. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social medical received. New reporter added. New events 'cough and phlegm production' and 'belly pain' added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), cervix carcinoma stage 0 ('tumor / teratoma / cancer type: carcinoma in situ of cervix') and rectal haemorrhage ('gastrointestinal or digestive system condition type: rectal bleeding') in an adult female patient who had essure (batch no. 915887) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included asthma, anxiety, loss of teeth and underweight. Current weight 135 lbs. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rectal haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal infection ("infection (vaginal) "), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions type"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), tooth fracture ("dental problems: fractured teeth"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type"), alopecia ("hair loss"), back pain ("pain/back pain"), abdominal pain upper ("stomach pain"), rash ("rashes or skin conditions") and dysmenorrhoea ("dysmenorrhea") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant) and weight decreased ("weight loss/ weight gain/loss(specify which one) weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cervix carcinoma stage 0, rectal haemorrhage, cystitis, urinary tract infection, dyspareunia, vaginal infection, female sexual dysfunction, skin disorder, urinary tract disorder, bladder disorder, headache, migraine, nausea, tooth fracture, vaginal discharge, eye disorder, weight decreased, alopecia, back pain, abdominal pain upper, rash and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain upper, alopecia, back pain, bladder disorder, cervix carcinoma stage 0, cystitis, dysmenorrhoea, dyspareunia, eye disorder, female sexual dysfunction, headache, migraine, nausea, pelvic pain, rash, rectal haemorrhage, skin disorder, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight decreased to be related to essure. The reporter commented: previously reported insertion date - (B)(6) 2013 08 coils on left , 03coils on right current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.